Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2025 the patient reported being hospitalized with diabetic ketoacidosis. The patient received a blood glucose result of 237 mg/dl on (B)(6) 2025 at an unknown time, prior to the event. That afternoon, at an unknown time, the patient received an unknown blood glucose result. It was reported that the result was lower than expected. The patient started vomiting around 4pm and administered humalog insulin via the medtronic 770g insulin pump at that time. The amount of insulin taken was not provided. The patient also went in and out of consciousness. The patient was transported to the hospital by his girlfriend and they arrived at 7:30pm. The blood glucose result at the hospital was 954 mg/dl. The patient was treated at the hospital with humalog, potassium, and antibiotics via IV starting at 8pm. The patient was admitted into the hospital for 3 days. The hospital advised the pump may be malfunctioning. The medtronic 770g mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).